Event description:
Laser burning "anterior to target." Md tried several adjustments. Dr givenliterature from co on appropriate settings and he is still experiencing difficulty. Co called to svc machine. Md did not want to speak to co svc dept. MDR was given 1-800#. Pt needed to be dilated to complete procedure.